Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module had error 358.2000 and called alaris technical support for assistance. The customer was informed that the error is "related to keyboard communications failure for the pca module." In checking devices customer reportedly noticed only one channel showing channel ID as letter a. The customer mentioned the device having communication message displaying across two modules on the left of the pc unit. The customer reviewed display error log on the pc unit, and other attached devices. The customer mentioned "viewing the plastic mold of the right iui connectors as being compromised or deformity. In appearance." Alaris technical support was unable to determine probable cause for communication failure. There was no patient involvement.